Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and the distal conductor of the lead was extrinsically over-rotated. The distal low voltage electrode of the lead was covered in blood. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix fully extended, the distal conductor is distorted in the connector at 1.5cm. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the helix was attempted and repositioned multiple times to no avail. It was noted that the helix would not extend and retract properly. The lead was removed and a new lead was used instead. No patient complications have been reported as a result of this event.